Event description:
It was reported that a patient underwent a total knee replacement on an unknown date and topical skin adhesive was used. Post op, the patient returned at an unknown amount of time with spitting suture and had (B)(6). The patient was treated in the office. No additional information was provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: date of tk procedure? Date or day post op of onset of mrsa and suture spitting? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Was there and what type of drainage was present in this wound? Please describe any medical intervention performed including medication name and results. Describe any medical/surgical intervention for the exposure including dates and findings. Was the exposed suture excised? Were any deficiencies or anomalies noted with suture device? Are there any photos available? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Were any cultures tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Current patient status. What is the surgeon¿s opinion of the etiology of the mrsa and suture spitting? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Note: events reported via 2210968-2022-01991 and 2210968-2022-01993.